Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscopic inspection of the returned fiber confirmed the glass cap exhibited a distal circumferential fracture. Mild charred detritus was noted on the metal cap. The glass cap exhibited moderate devitrification at the output window. The fiber was tested with the hene laser fixture and no signs of breakage were observed along the length of the fiber. Analysis of the remainder of the device was unremarkable. A distal circumferential fracture has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that after 18 minutes and 78,523 joules of use, this greenlight fiber stopped operating as expected. It was noted that at 80 watts it was barely lasering tissue. The procedure was completed using a second fiber of the same model. There were no patient complications reported.